Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly and imaging window and that the imaging window was detached and twisted. No imaging core windup was found with the telescope and sheath sections of the device. No other visual damages were encountered upon visual inspection. Impedance testing showed an open circuit at the proximal end of the catheter. X-ray imaging was performed, which found that the open circuit resulted from a broken coaxial cable; the break was between the130 and 140 cm portion of the cable.

Event description:
Reportable based on device analysis completed on 13 oct 2023. It was reported that visualization issues occurred. The target lesion was located moderately tortuous and moderately calcified left anterior descending artery. An opticross hd imaging catheter was advanced for an ultrasound examination of the target lesion but during the procedure, the image was lost. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed the imaging window was detached and twisted.